Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the mc (module chemistry) sample probe collar wash valve solenoid valve to resolve the leak and instrument errors. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported glucm (module chemistry glucose) failed calibration and found contained leaking from the mc (module chemistry) sample probe on their unicel dxc 600 pro synchron system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.